Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received three (3) photo samples. All photo samples showcase an overview of an all-silicone foley catheter. Visual: received one (1) used all-silicone foley catheter with syringe without original packaging. Verified material number 2758j14 and manufacturing lot number ngjx4736. Visual inspection noted the catheter balloon was partially deflated. Deflated balloon passively using returned syringe with no cuffing or leaks noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and the catheter rested with no leaks noted. Asymmetrical balloon observed at 100:0. Attempted to deflate balloon passively using returned syringe and only four (4) ml could be withdrawn. Attempted to deflate balloon with in-house luer lock syringe and only eight (8) ml could be withdrawn. Replaced returned inflation valve with an in-house valve and reattempted inflation and deflation with both syringes. Neither syringe could withdraw more than 1 to 2 ml of solution passively. Solution was aspirated with returned syringe. Dissected balloon and found that the notch was perforated completely. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water could not be drawn from the foley catheter during the pre-test. Per notification from ucc on 17dec2025, it was reported that balloon concentricity 100/0 was found during sample evaluation on 03nov2025.

Manufacturer narrative:
Full facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water could not be drawn from the foley catheter during the pre-test.